Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) value was "high" but the exact value was not provided. The pump supplies to address the occlusion and customer delivered a bolus to address the elevated bg level. Customer declined further troubleshooting with tandem technical support.